Event description:
It was reported that this right ventricular (rv) lead was capped and surgically due to it presenting high pacing threshold measurements. The lead was examined by fluoroscopy and was found to remain in place, with the suspected cause being the patients anatomy and morphology. A new device was implanted. No additional patient effects were reported.